Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the infusion device did not give an e4 (occlusion) error message. Pt reported experiencing an elevated blood glucose level. No blood glucose values were provided. Pt's normal blood glucose range was not provided. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.